Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s shunt was replaced due to their clinical status. The patient had been implanted for hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.